Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during testing, when the e-sep pencil was plugged into the machine an error message occurred. The e-sep pencil seemed to be activated in "cut" when it was plugged in. There was no procedure associated with this event, therefore, no adverse consequences or medical intervention were reported. This is event 2 of 2.

Manufacturer narrative:
D9: device not returned. H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during testing, when the e-sep pencil was plugged into the machine an error message occurred. The e-sep pencil seemed to be activated in "cut" when it was plugged in. There was no procedure associated with this event, therefore, no adverse consequences or medical intervention were reported. This is event 2 of 2.